Event description:
Patient called in mid-(B)(6) states she has been hearing her ICD alarms. We had her go to clinic to send latitude transmission. ICD fault code 1003: "voltage too low for projected remaining capacity." Device needed to be changed out immediately since was past 29-day window period.